Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation at the lead location following a position change. It was unclear if the pt had changed posture, but the pt just had been trying to synchronize the programmer and the implantable neurostimulator (ins). The pt was not using the antenna. The pt also had pain at the ins location following a strenuous activity or exercise. It was also noted that the pt programmer screen kept flashing. A new programmer was sent to the pt and was working fine. Add'l info has been requested. A f/u report will be sent when add'l info becomes available.